Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: after release of secondary filter legs, the primary legs would not release from the femoral introducer. The device was removed and another filter was successfully placed. The introducer dilator, the jugular introducer, the femoral introducer, and the celect-pt filter were returned. On the femoral introducer the handle was unlocked, but the introducer stuck in hardened blood/contrast inside and could only be moved after soaked in water. The filter hook had slightly straightened, likely during retrieval with the günther tulip vena cava filter retrieval set and two of the secondary legs crossed their primary legs but could be reshaped without difficulties. Based on these findings the exact reason for the difficulties in releasing the filter from the femoral introducer cannot be determined. However, the crossed filter legs may suggest that the filter had been exposed to some rotation during the procedure, likely in attempt to free the sticking femoral introducer. The instructions for use warn not to rotate the expanded filter inside the vena cava. Doing so may compromise the performance of the filter. There are adequate controls in place to ensure that the device was manufactured to specifications. It is assessed that because any discovered non-conformance's were properly dispositioned before final release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the filter placement procedure, after the release of the secondary legs, the primary legs could not be released, which was subsequently removed the filter with the retrieval loop system (gtrs-200-rb). Patient outcome: the patient did not require any additional procedures due to this occurrence.